Manufacturer narrative:
(B)(4). Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.in this case, it was reported that a 25mm pericardial aortic valve, implanted for one (1) year, eight (8) months, was explanted due to valve dehiscence. The explanted device was replaced with a 29mm edwards pericardial aortic valve. Per the medical records, there was presence of aneurysm involving the ascending aorta and the aortic root. It was decided to perform an aortic root replacement. Inspection of the aortic root showed it to have dilation of the sinuses of valsalva. The aortic valve prosthesis was normal, but it was dehisced. The sinuses of valsalva and the aortic valve were excised. A bioprosthetic composite root was constructed. Using pledgetted sutures, a 29mm edwards pericardial prosthetic composite valve graft prosthetsis (32mm graft) was implanted. The left coronary ostia was reattached using dacron graft and right coronary ostia was reattached using the carrell technique. Intraoperative complications included oozing of the bloos with ebl 3.5l and unable to obtain central line on the right ij. Also, it was noted patient had swelling of the head and neck, which was not seen preop. The patient tolerated the procedure well and was taken to the ICU in stable condition. The patient was deemed stable to be discharged home on pod #6 with cardiac rehabilitation.